Event description:
A customer reported a past high blood glucose event with the specific value unknown, only displayed as "high." Cause was not known. The customer managed the high blood glucose by administering a correction injection with a manual injection device and changing the infusion set. Technical support advised consulting with a healthcare professional to discuss factors affecting blood glucose, and the customer acknowledged this recommendation.